Event description:
The user facility reported that a hose separated on their system 1e causing water to flood the room where the unit is located and into the floor below. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician disassembled all connections made with a worm clamp, cut off the hose ends, slipped back onto the barb fittings, and tightened down with worm clamps. The technician ran test cycles and confirmed the unit was operational; no further issues have been reported. The technician reported that the water pressure was at 110psi (minimum of 40, recommended 50-60psi) and advised the user facility. The facility stated they will install a pressure regulator. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).